Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the aspiration was low and the vitrectomy cutter did not work during a surgical procedure. The vitrectomy scissors were exchanged and the surgery was completed with the same system. There was no harm to the patient.